Event description:
The patient stated that on 11/30/06 his blood glucose readings were higher than normal at 298-315 mg/dl. He stated his normal range is 114-210 mg/dl. He stated that on 12/2/06 he noticed condensation in his cartridge compartment and upon further inspection found that his cartridge was cracked and was leaking insulin. He then dried out the cartridge compartment, inserted a new cartridge, and bolused to bring his blood glucose back to normal. He stated he is anemic and he usually doesn't recognize when his blood glucose is high. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.